Event description:
Caller reports the patient obtained a result of 158mg/dl on the inform system while feeling ill. A lab was drawn within 10 mins and returned as 13mg/dl. Customer was subsequently given d50 based on the lab result. Requested return of suspect system and replacement was sent.